Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was difficult to remove. When removing the foley catheter, there were incidents where it got stuck and could not be removed. Per follow up information received via ibc on (B)(6) 2025, it was unclear whether balloon mushroomed or not.

Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Photo: received four (4) photo samples. Three (3) photo samples showcase an overview of an all-silicone foley catheter. Fourth photo sample showcases a piece of paper with native writing. Visual: received one (1) used all-silicone foley catheter without original packaging. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under three (3) minutes with no cuffing or leaks noted, returning 10ml of solution. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. As the reported event is unconfirmed, a DHR review is not required. As the reported event is unconfirmed, a labeling review is not required. Correction: d, e, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was difficult to remove. When removing the foley catheter, there were incidents where it got stuck and could not be removed. Per follow up information received via ibc on 20jan2025, it was unclear whether balloon mushroomed or not.